Event description:
Customer reports to have received a no delivery alarm and was able to resolve with infusion set change. Customer's blood glucose was unknown. Customer reports to be stuck rewind cycle due to motor error and as a result, customer is not connected and is not able to troubleshoot. Customer was advised to call at time of alarm in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).